Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been experiencing low blood glucose. Customer's blood glucose at time of call was 8 mmol/l. During troubleshooting, customer mentioned the blood glucose was 3.9 mmol/l, then dropped to 1.3 mmol/l, and was treated and brought up to 1.6 mmol/l. Customer was able to increase her blood glucose to 13.3 mmol/l. Customer was advised to contact their healthcare professionals regarding unexplained low blood glucose. Customer will not be returning the device for analysis.